Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced high blood glucose level 360mg/dl event on (B)(6) 2026.the patient treated with correction pen. The event lasted more then four hours. No further information available.